Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump. Customer's blood glucose level was 521 mg/dl. Customer stated that the drive support cap was protruded. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. It was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer also had a broken belt clip. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during the basic occlusion test due to protruded/loose drive support disk. Occlusion, prime, and excessive no delivery test were not performed due to error alarm. The insulin pump had cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window, and cracked belt clip slot.